Manufacturer narrative:
The reported event of incorrect, inadequate, or imprecise result or readings was not confirmed. The reported event of over-sensing was not confirmed. The reported event of under-sensing was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including sensitivity test found no anomaly contributing to sensing problem or intracardiac electrograms (iegms) anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the insertable cardiac monitor (icm) exhibited inadequate egm readings. The icm was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the insertable cardiac monitor exhibited episodes of over-sensed noise and under-sensing.